Manufacturer narrative:
(B)(4). Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with device. Customer advocacy is still waiting for additional information regarding reported issue. If a sample or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
The customer reported that the needle separated into a patient. "No extra first aid was needed that I was aware of, and they pulled the needle out of patient".

Manufacturer narrative:
Investigation evaluation summary: unfortunately no samples were available for further investigation. However bases on similar complaints from this customer carefusion/bd submitted a supplier corrective action. Carefusion/bd and the supplier were unable to review the device history record (DHR) for this compliant, no lot number was available for this investigation. The supplier confirmed that visual inspections are performed per manufacturing requirements. A complaint history review was performed by the supplier and this is the first reported incident of this nature to date. According to the supplier the amount of force needed to remove the needle is a minimum of 5 lbs. This pull test is done as a sampling during manufacturing. The manufacturing procedure also calls for an epoxy inspection to avoid these types of failures. The supplier states that the possible root cause for this reported failure based on similar complaints could be caused by insufficient epoxy application. The supplier has performed a training session with the assembly operators to review epoxy application issues and complaints.